Event description:
It was reported that the pt expired 12 hours after placement of the catheter. The catheter was placed via the subclavian route, and it was advanced into the right atrium, and then it proceeded to enter the left atrium through the atrial septum. The pt expired due to cardiac arrhythmia. The product labeling warns against placing the catheter in the right atrium or right ventricle. Apparently, the physician ignored the warnings and placed the catheter incorrectly.